Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove a non-functioning lead in the right atrium (ra). The physician was using a spectranetics glidelight laser sheath and a spectranetics lead locking device to extract the ra lead. After the lead was pulled back, an effusion was noted. The physician tried to drain the pericardium with no success and then made a subxiphoid cut. He observed excessive amounts of blood and decided to proceed with a sternotomy. After the chest was opened, the physician saw a small hole in the atrium that had already clotted and the physician repaired the tear with suture. The patient made a full recovery and there was no reported malfunction of any spectranetics products used during the procedure.